Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The report from the customer states the shiley size 8low pressure cuffed (lpc) tube had been placed without problems. The report further states "there was no response on the capnogram even though there was no desaturation". The customer tried to resolve the complaint using another shiley 8lpc however the same problem occurred. Covidien has requested additional information to clarify the event.